Manufacturer narrative:
H6. Evaluation codes: method codes: (other) - a device history records review was conducted. Result codes: (other) - the device history records review confirmed the device met all material, dimensional, and prformeance requirements. Conclusion codes: (other) - a leaflet was immobile due to thrombus.

Event description:
MFR rec'd report of mitral valve thrombosis. Valve was explanted. Pt is rpeorted in good condition.